Manufacturer narrative:
Patient's weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. Technical services reviewed the submitted log files and captured a no external power event on (B)(6) 2018. There was no interruption in pump support during this event. It appears to be due to the mobile power unit (mpu) ac power cord coming loose likely at the mpu ac power cord receptacle. It was advised to the customer to check connection. The remainder of the log file is unremarkable. Additional information was requested, but not provided.

Manufacturer narrative:
The serial number of the mobile power unit (mpu) was requested but was not provided, therefore the manufacture date is unknown. No product was returned for evaluation. The reported event of a no external power alarm was confirmed based on the information recorded in the log files provided by the customer. The event log file contained events recorded from (B)(6) 2018 to (B)(6) 2018. The information recorded on (B)(6) 2018 revealed low power hazard and no external power alarms. The associated voltage levels suggested that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and the power to the mpu was lost. The pump support was not affected and the system was supported by the backup battery during the event. The mpu was not returned for evaluation and the serial number was not provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No further information was provided. The manufacturer is closing the file on this event.